Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained ventricular tachycardia episodes and noise. It was further reported that the rv lead exhibited undefined high impedance and had a possible fracture. The rv lead was programmed off and remains in the patient until further review could be conducted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.